Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, lot number has been provided and a lot history review will be completed in due course.

Event description:
The event involved a 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿ w/red cap, vented cap where the customer reported that the chemo line (bag spike adapter w chemo lock) was faulty and started leaking chemotherapy medication (unspecified) when writer started to circle prime the line. There was patient involvement but harm was not reported as a consequence of this event.